Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic scissors device was stuck in the fully opened position and would not activate when the button was pressed during vitrectomy surgery. The procedure was completed with no impact to the patient.